Manufacturer narrative:
Section: a4 and a5: unknown/ asked but not available. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: other 81: the device was not returned for evaluation . Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the preloaded intraocular lens (iol) was implanted and removed from the patient's left eye in the same case. From additional information it was learned that capsular tear was discovered during the procedure. Reportedly there was no issues with the patient from the product, on further examination, the doctor had noticed capsular tear, that was not due to the lens, but this was an advanced cataract. There were vitrectomy, sutures, performed and the patient was referred to retina post surgery. The issue was not due to use error. No other information is available.